Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: mcs-p3-29-aoa-us valve implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.